Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported guide break was confirmed. In this case, it is likely that after insertion of the device into the calcified anatomy, torsional pressure was applied such that the guide separated. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery (rcfa) was attempted using a proglide device with a 7f sheath after a percutaneous coronary intervention. Reportedly, after proglide advancement until the guide wire export was visible and guide wire was removed, a little resistance was noticed as usual, at the transition between the sheath and the foot. When the proglide was inserted a little more, without too much force, the sheath immediately broke and separated. After an unsuccessful attempt was made to retrieve the device, a contralateral approach was successful in snaring and retrieving the separated piece from the anatomy. Manual arterial compression was used to achieve hemostasis in the rcfa. There was a reported clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.